Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Per the packaging insert associated with the device, ¿loosening¿ is a known adverse effect of this procedure. Review of the complaint history determined that no further action(s) is/are required. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient has been indicated for a left knee revision due to tibial loosening. Attempts for additional information have been made and are unavailable at this time. Pre-operative radiographs (relative to revision) were reviewed and were noted to having lucency interior to the medial tibial plate as well as the posterior region as well which is indicative of loosening. All of the other components were noted to being stable and in good position.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- zimmer femur cemented posterior stabilized (ps) standard left size 9 item: 42500606601 lot: 62696692. Zimmer articular surface fixed bearing posterior stabilized (ps) left 11 mm height item: 42511400711 lot: 62660825. Refobacin bone cement catalog 4721502084-1 lot unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient has been indicated for a left knee revision due to tibial loosening. Attempts for additional information have been made and are unavailable at this time.